Event description:
Infusion of heparin 25,000 units in 250cc normal saline set to infuse at 19 cc/hr. Total volume (250cc) infused over 9 hours instead of 13 hours. Heparin held for 2 hours. Pump tested by biomedical engineering, no problem found.